Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 570 to over 600 mg/dl. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. Customer performed a supply change as well as administered a correction injection to address the bg. Customer to replace supplies as necessary and resume insulin.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 570 to over 600 mg/dl. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. Customer performed a supply change to address the bg. Customer to replace supplies as necessary and resume insulin.